Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with what appeared to be inappropriate therapy delivered by the implantable cardioverter defibrillator. The patient was shocked for beats binned in the ventricular fibrillation zone. Based on the stored electrograms, it was difficult to determine if therapy was delivered for atrial or ventricular fibrillation. However, the device functioned properly according to the programmed parameters. There were no further patient consequences reported.